Event description:
A physician reported a pt who rec'd her first implantation to the upper and lower vermilion borders and nasolabial folds on 9/8/1997. Within hours of the procedure, the pt developed prodromal symptoms of herper simplex at the upper and lower vermilion borders. The next day, a beginning herpes outbreak was obvious. Twenty four to thirty six hours post op, the pt took the first dose of prescribed oral zovirax. The pt developed a severe herpes outbreak; the delay in ingesting the first dose probably contributed to the severity of the outbreak. The zovirax was taken for 10 days and the symptoms cleared. On approx 9/18/1997, there was oozing from the left medial upper vermilion border incision site. The pt was placed on an oral duricef, which did not help. About 2 to 3 weeks after implantation, the pt noticed that the implants shrunk slightly, exact date of onset unk. The physician noticed some slight longitudinal contraction of the implants. On 11/10/97, the physician prescribed oral septra for slight oozing at the left upper medial vermilion border incision site. On 11/18/1997, the physician opened the incision, trimmed the end of the implant and tucked it into the subdermal space. On 11/24/97, the sutures were removed and the area had healed well. The physician believed that the end of the implant may have been in the dermis. On 11/25/97, there was a small amount of drainage, and the site looked better. On 12/9/1997, there was no drainage or tenderness at the suture site, and the physician believed that the area had healed well. The implant shrinkage was still present, but had not progressed since it was initially noticed. On 12/9/97, the physician had no other plans for medical intervention for this pt.